Manufacturer narrative:
A full review of the device history records was conducted. The review indicates that this lot of mesh met all quality and performance criteria. Based on the details of the complaint atrium medical corporation cannot conclude the device was directly related to the cause of the complaint. Clinical evaluation - the instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event. [Mw5091357.pdf]. Sample not returned.

Event description:
Received report that states chronic abdominal pain since ventral hernia repair in 2011 requiring multiple emergency department, hospital admissions, computerized tomography imaging, multiple medications. Mesh removed and hernia repair performed. Operative findings revealed that the c-qur v-patch mesh was retracted into a mesh ball.